Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of having low and high blood glucose of 50 to 500 mg/dl and also mentioned hospitalization. Customer treated with the pump. Troubleshooting found that customer was in the hospital for low blood glucose. Customer declined high blood glucose troubleshooting. No further details provided.